Event description:
It was reported to philips that the etco2 function could not be calibrated and the device showed question marks during calibration. There was no patient involvement.

Manufacturer narrative:
(B)(4).